Event description:
It was reported that a cartridge alarm 20 occurred while the pump was in use. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The caller successfully loaded a new cartridge following guidance from technical support and resumed insulin therapy without needing to return the device.